Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia), and an alert for noise episodes and high thresholds. Additionally, the rv lead exhibited a rapid rise to high pacing impedance. A fracture of the rv lead was confirmed. A venogram noted severe occlusion on the left side and severe calcification on right side superior vena cava (svc), so it was decided not to proceed with an attempt to place a new rv lead. The rv lead was programmed off with all tachycardia therapies disabled and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia), and an alert for noise episodes and high thresholds. Additionally, the rv lead exhibited a rapid rise to high pacing impedance. A fracture of the rv lead was confirmed. A venogram noted severe occlusion on the left side and severe calcification on right side superior vena cava (svc), so it was decided not to proceed with an attempt to place a new rv lead. The rv lead was programmed off with all tachycardia therapies disabled and remains in use. No further patient complications have been reported as a result of this event.